Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a touchscreen failure. A service proposal was sent to the customer but was later cancelled. Good faith efforts (gfes) are being sent to acquire additional information regarding clarification of cancellation reasoning. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Multiple attempts have been made on 11jun2025, 18jun2025, and 25jun2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.